Event description:
Patient was revised due to fracture of the implant.

Manufacturer narrative:
No baseline submitted as this product is sold in the us under a different product code due to different indications for use. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.